Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. B3: 8/10 2100 through 8/11 1100.

Event description:
It was reported that during a chemo infusion over the weekend, the device over infused over 14 hours instead of 24 hours. The chemo (cisplatin/cyclophosphamide/etoposide in 500 ml ns at 24.5 ml/hour) was supposed charted as started 8/10 2101 and was reported to run out around 1100 8/11 instead of 2100. There was no harm or issue with the patient.

Event description:
It was reported that during a chemotherapy infusion, the device infused in 14 hours instead of 24 hours. Cisplatin in 500 ml ns at 24.5 ml/hour was initiated 8/10/19 at 2101 and the infusion completed on 8/11/19at 1100 instead of 2100. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report of an over infusion could not be confirmed as no devices were provided for this investigation. The customer provided a photo of the pump module that appears to have extraneous material blocking the pumping mechanism and pressure sensors, based on the image provided it was determined that such blockage may cause over infusion. The cause of the customer's reported experience could not be confirmed.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Date of event: (B)(6) 2100 through (B)(6) 1100.

Event description:
It was reported that during a chemo infusion over the weekend, the device over infused over 14 hours instead of 24 hours. The chemo (cisplatin/cyclophosphamide/etoposide in 500 ml ns at 24.5 ml/hour) was supposed charted as started 8/10 2101 and was reported to run out around 1100 8/11 instead of 2100. There was no harm or issue with the patient.